Event description:
The customer's daughter and nurse practitioner called and reported the customer's blood glucose went over 600 mg/dl, which was treated with an insulin injection. Symptoms of high blood glucose included fatigue, polyuria, and headache. At the time of this report, customer's blood glucose was 93 mg/dl. Troubleshooting was performed with insulin pump. Large bubbles were found to be present upon the length of the infusion set tubing. Customer was advised to prime out air bubbles. Insulin had been stored at room temperature. During high pressure test, the insulin pump alarmed with a motor error and thus failed. The insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised how a false motor error could be generated. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back up plan. Customer was advised the device would be replaced and agreed to return it for analysis.

Manufacturer narrative:
The insulin pump was tested with a water reservoir test, no air bubbles anomaly noted. No motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery tests and passed the motor test the insulin pump was programmed with test minilink and the glucose sensor simulator, the insulin pump communicated properly with glucose sensor simulator and display the proper value on display graph. The insulin pump was also programmed with test glucose meter; the insulin pump communicated properly and recorded the proper value from glucose meter. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.